Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited increased pacing threshold measurements, high out of range pace impedance measurements, and a decreased r-wave amplitude. No noise or oversensing was noted and the shocking portion of the lead had shock impedance measurements within normal range. The lead was suspected to be fractured but a fracture was never confirmed. Boston scientific technical services discussed the patient's options for replacement. The pacing output was increased until a revision procedure was performed. The implantable cardioverter defibrillator and rv lead were disabled and abandoned in the patient and a new subcutaneous implantable cardioverter defibrillator system was implanted. No additional adverse patient effects were reported.